Event description:
During a routine hemodialysis treatment a pt blood loss of approximately 200 cc occurred. This event was not associated with a device malfunction or serious injury and is being reported solely to comply with the FDA's blood loss policy. It was reported the multiple venous air alarms occurred at the start of the treatment. Manual air removal was attempted but too much air was in the blood circuit to allow recovery. The blood circuit was discarded resulting in the pt blood loss. No medical intervention was required.